Event description:
Reportedly,a new pacing system was implanted on (B)(6) 2023. After the ventricular lead was placed, vega r45 (B)(6) was placed in the atrium and the data were measured, but noise was observed. The p-wave amplitude could not be measured with psa300. Pacing capture with 10 v output was not available. The patient cable was exchanged, and the a & v port of the psa was switched, but the situation did not change. Therefore, a new vega45 from the spare product package was used and placed at atrium, no noise was mixed in, and the measurements were completed without any problems.

Manufacturer narrative:
Please find attached the final report analysis.

Event description:
A new pacing system was implanted on (B)(6) 2023. After the implantation of the ventricular lead , the atrial vega r45 ( (B)(6) ) was placed in the atrium and the data were measured, but noise was observed. The p-wave amplitude could not be measured with psa300. Pacing capture with 10 v output was not available. The patient cable was exchanged, and the a & v port of the psa was switched, but the situation did not change. Therefore, a new vega45 was used and implanted.